Manufacturer narrative:
The x2 user guide state ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. The customer¿s blood glucose level was 200 mg/dl. During troubleshooting it was discovered the customer had filled the cartridge with off-label insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.